Manufacturer narrative:
(B)(4). If a g5 system, the g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the hip, on (B)(6) 2017. On (B)(6), the following was reported: "my daughter started using the dexcom right after christmas...we went to the dr. Last week and her a1c was at a 10!!!! We have been tracking the dexcom & meter numbers for a week and the blood sugars come out totally different! As of now I am highly disappointed and dissatisfied! Any help??? She likes it on her hip, we will try different sites. The dexcom has been showing almost 50 off every reading, I also have a neighbor who is finding the same problem and her daughter wears it on the back of her arm:( " no additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).